Event description:
Pt had a 16fr gastrostomy tube (kimberly - clark mic gastrostomy feeding tube ref #: 0100-16lv. Lot: aa5229d16. Expiration date: 08-2018) inserted at approx. 0900 am on (B)(6) under general anesthesia. At 7pm on (B)(6) family notified staff of concern for tube dislodgement. They stated they "did not pull it out or tug on it". When assessing, the gastro tube was indeed out of the abdominal wall. The balloon was deflated. Dr. Was notified. Dr. Came in to assess pt and to prepare for operating room to reinsert gastro tube. He inflated the balloon from the dislodged gastro tube and over the next 3 hours the balloon completely deflated, posing a leak at some aspect of the balloon. The patient was then taken to the operating room where she was unsuccessfully extubated and returned to ICU on a ventilator. Pt did pass away on (B)(6) 2018.